Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old male with history of coronary artery disease, stemi, ischemic cardiomyopathy presented in acute/ chronic decompensated hf/ cgs had an iabp placement with va ECMO. On 9/21 an impella 5.5 was inserted for continued management. On 10/1 high purge pressure purge system blocked was noted. Subsequently the purge cassette was exchanged and tpa purge was initiated. On 10/6 the impella 5.5 was successfully explanted.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d4 (catalog, lot, serial, expiry date, primary UDI number). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h4 (device manufacture date). Upon review, it was identified that it was inadvertently submitted in error in the initial report.

Manufacturer narrative:
Corrected: d4 (serial). Purge pressure high: the root cause of the high purge pressure alarms was most likely biomaterial buildup based on the provided clinical details and data log analysis.